Manufacturer narrative:
The reason for reoperation was rupture and silicone migration. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported pain, worry, "free silicone in the right axillary region" and lymph nodes, "nodule in the right breast," "rupture of the silicone," calcifications, and "enlargement of the scars," causing "nipples to migrate to the upper part of the breasts." The deformity and asymmetry brought "pain and distress to the patient". The device has been explanted. This record is for right side.